Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 6th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Event description:
The lesion in the dist rca/rpl had 90% stenosis. The lesion in the prox rca had 70% stenosis. The lesion in the rpda had 80% stenosis. One resolute onyx rx drug eluting stent (2.25mm x 15mm) (pli10) was attempted to be used to treat a moderately tortuous and non-calcified lesion located in the distal rca/pda. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. No difficulties or abnormalities noted when removing the protective sheath. The device was inspected with no issues. Negative prep was not performed. The distal lesion was pre-dilated using a sprinter legend balloon (2.25mm x 12mm). The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. After ballooning the distal lesion, the resolute onyx (2.25mm x 15mm) was introduced to the rca but it would not advance past the lesion in the prox rca. The stent was withdrawn into the guide catheter where it was observed to have dislodged from the delivery system. It was reported that a dissection occurred. An attempt was made to pass a sprinter legend balloon (1.5mm x 15mm) through the inner lumen of the dislodged stent without success. The sprinter legend balloon (1.5mm x 15mm) failed to cross the lesion. Another attempt was made using a sprinter legend balloon (1.25mm x 10mm) but was also unsuccessful. A second non-medtronic wire was introduced along with a 6f guideliner. Aresolute onyx stent (3.5mm x 26mm) was placed alongside the dislodged stent. The original non-medtronic working wire was removed and the stent (3.5mm x 26mm) was inflated to crush the dislodged stent in the proximal rca. A 3.0x15mm sprinter balloon was then inflated in the lesion in the prox rca. Another resolute onyx device (2.25mm x 12mm) (pli20) was then introduced to treat the original lesion in the dist rca, but it would not cross the mid rca and was removed without incident. A sprinter legend balloon (3.0mm x 15mm) was then used to pre-dilate the mid rca. A resolute onyx stent (3.5mm x 15mm) was deployed in the mid rca. An nc euphora balloon and a sprinter rx balloon were then used to dilate the lesion in the mid rca. Angiography post deployment revealed luminal abnormalities and a second 3.5mm x 15mm resolute onyx (pli30) was attempted to be introduced distal to the implanted resolute onyx (3.5mm x 15mm) but was unsuccessful. The second 3.5mm x 15mm resolute onyx (pli30) failed to cross the lesion and was removed intact. The decision was then made to pass another non-medtronic wire to the distal vessel. A 3.0mm x 15mm sprinter balloon was inflated on the second wire. A third 3.5mm x 15mm resolute onyx (pli40) failed to cross the lesion in the rca and was removed intact. Then a resolute onyx stent (3.5mm x 30mm) was deployed to cover the entire area of luminal abnormality in the distal rca. The three implanted resolute onyx stents were implanted overlapping to treat the dissection. The lesion in the mid rca was then dilated with an nc euphora balloon. The procedure was completed. It was concluded that pci was difficult but successful. The patient was reported as being alive without injury. When the device was returned to the manufacturing facility, it was noted that the stent was damaged

Manufacturer narrative:
Image review: the images capture a lesion site in the rca and r-pda with stenosis evident. Ballooning of the distal lesion is evident, possibly with the sprinter legend 2.25x12mm balloon. The images then possibly show the attempted delivery of the resolute onyx 2.25x15mm. No images however capture the withdrawal of the device. The next images capture the dislodged resolute onyx 2.25 x 15mm stent visible at the most distal end of the guide catheter. It is unable to confirm alleged dissection from the images. The images then capture what appears to be the attempted delivery of the either the sprinter legend 1.5x15mm balloon or 1.25x10mm balloon. A second guidewire introduced into the vessel and the resolute onyx 3.5x26mm stent is placed alongside the dislodged stent and deployed. The images then capture possibly the 3.0x15mm sprinter legend balloon inflated in the proximal rca. In the next images, the delivery of a stent device is visible. No images capturing the deployment or withdrawal of this device, therefore this could possibly be the failed delivery of the resolute onyx 2.25x12mm device. The next images capture the deployment of a stent device, possibly the resolute onyx 3.5x15mm stent. There were no images capturing the pre-dilation of the rca with the sprinter legend 3.0x15mm balloon prior to this stent deployment. The images then show further ballooning in the vessel, possibly with the sprinter legend rx and nc euphora balloon. The images then capture the delivery of another stent device. Again, there are no images capturing the deployment or withdrawal of this device, therefore this could possibly be the failed delivery of the resolute onyx 3.5x15mm device. The images then capture another wire passed, and possibly the 3.0mm x 15mm sprinter balloon inflated on the second wire. The images then show the delivery of another stent device. Again, there are no images capturing the deployment or withdrawal of this device, therefore this could possibly be the failed delivery of the resolute onyx 3.5x15mm device. A stent is then deployed to cover the entire area of luminal abnormality in the distal rca. If information is provided in the future, a supplemental report will be issued.